Event description:
Event description boston scientific received information that the patient with these chronic atrial and ventricular leads presented at the emergency room with syncopy. Upon interrogation of the device, it was observed that there had been several 2.5 second pauses in both atrial and ventricular pacing due to noise or electromagnetic interference on both leads. Both leads were surgically abandoned and during the replacement procedure, the physician observed insulation breaks on the leads. The device was also explanted and a new system was successfully implanted.